Manufacturer narrative:
(B)(4). G6: proposed component code - mechanical (g04) im nail. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial implantation on an unknown date. Subsequently, it was noted approximately three (3) months post-implantation that the patient's nail had fractured. Patient is planned to undergo a revision surgery on an unknown future date. Attempts have been made and no further information has been provided.